Event description:
The manufacturer received information alleging a ventilator's pressure was not sufficient. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's pressure was not sufficient. There was no harm or injury reported. The device's system pca and solenoid valve were evaluated by the manufacturer's product investigation laboratory (pil) and found the device's system pca and solenoid valve functioned as designed and operated without issue or error codes. Box g report source (rfb) has been updated/corrected in this report.